Event description:
The novasure was unable to complete the cavity assessment. Array position light flashing red. Unable to continue with procedure after several attempts. A new kit was opened and the cavity assessment was completed on the first attempt. The procedure was then completed without difficulty.